Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within a patient's esophagus during an esophagogastroduodenoscopy procedure, on (B)(6) 2011. According to the complainant, the patient was being treated for a malignant tracheoesophageal fistula. The stent was positioned within the patient's esophagus; however, while attempting to reposition the stent proximally within the esophagus, the suture broke. The stent was left in place within the esophagus with a small portion of the pull string still attached to the stent. A second wallflex esophageal fully covered stent was placed within the esophagus and bridged proximal to the first stent. Both stents were left in place within the patient's esophagus. The procedure was successfully completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4): stent placement/positioning problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.